Event description:
This has one side of instrument that is bent. Did not work. During the procedure one side of instrument was bent and would not hold clip. It did not work and was defective. Nothing remained in patient. Did not continue to hole clip for procedure. First two times worked and then would not. During the robot case this instrument arm was clipping like it should and then it stopped working and would not hold the clips.